Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook was analyzed and found to have a broken proximal clevis. Material measuring approximately 0.16" x 0.11" was missing at one of the ears of the proximal clevis and not returned by the customer. The other ear of the proximal clevis was found breaking off and hanging at the wrist but material did not appear to be missing. The common cause of this failure is mishandling/misuse. The complaint regarding physical damage was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook broke in the middle of a case. When the instrument was pulled out, the instrument tips broke. The procedure was completed using a backup permanent cautery hook with no reported injury.